Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead had become micro-dislodged. The implanting physician was able to successfully reposition this lead in a revision procedure. There were no adverse patient symptoms associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this rv lead remains actively in service. If new information becomes available, this report will be further evaluated and updated.